Event description:
The manufacturer received information alleging a ventilator's circuit breaker pops periodically, causing it to operate intermittently on ac power. There was no harm or injury reported. The device has yet to be evaluated by the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.